Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported occlusion, embolism, and seriouse injury appear to be related to operational context. In this case it is possible that the reported occlusion, embolism, and serious injury are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During a presentation of a case, it was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a popliteal artery. Two treatments at all three speeds were performed. Post orbital atherectomy, the patient experienced slow flow. In the physician's opinion, the cause of the slow flow was probably due to excessive speed and microembolization. The slow flow was transient. Four days post procedure, angiographic imaging confirmed no signs of slow flow and there was excellent flow to the patient's foot.